Event description:
It was reported to boston scientific corporation that an ultratome xl was used in the gall bladder during a procedure performed on (B)(6) 2025. During the procedure, the device was fractured. The procedure was completed with another of the same device. No further information has been obtained despite good faith efforts. The reported event may suggest that the cutting wire broke. There were no patient complications reported as a result of this event and the patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken. Block h11: (investigation result): the returned ultratome xl was analyzed, and a visual and microscopic evaluation noted that the cutting wire was blackened, kinked, and broken at 1mm from the distal pierce hole. No other problems with the device were noted. The reported event of cutting wire break was confirmed. Upon analysis, it was found that the cutting wire was blackened, kinked, and broken at 1mm from the distal pierce hole. Based on the condition of the device, the wire break could have been generated if there was contact between the device and the scope during energization or if the generator exceeded the maximum of voltage during the procedure. Also, energizing the device prior to performing sphincterotomy can compromise the cutting wire integrity and cause a premature cutting wire fatigue. Once the cutting wire breaks, any attempt to remove the device from the scope can lead to the broken section hitting the working channel of the scope. This can kink the cutting wire. It is most likely that procedural or anatomical factors encountered during the use of the device could have affected the device performance and its integrity. Based on all gathered information, the most probable root cause is adverse event related to procedure. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label. Block h12: additional information: block e1 (initial reporter address 1, initial reporter address 2, initial reporter city, initial reporter zip/post code) have been updated based on the additional information received on february 4, 2025.

Event description:
It was reported to boston scientific corporation that an ultratome xl was used in the gall bladder during a procedure performed on (B)(6) 2025. During the procedure, the device was fractured. The procedure was completed with another of the same device. No further information has been obtained despite good faith efforts. The reported event may suggest that the cutting wire broke. There were no patient complications reported as a result of this event and the patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken.